Manufacturer narrative:
Service inspected the instrument, found the cuvette washer and cuv dry tip were out of alignment. Service determined the cuv dry tip was the cause of the issue and replaced the part. Part replacement resolved the issue. The instrument service history review revealed no additional tickets related to the current complaint issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for one patient that caused a negative anion gap. The following results were provided: initial sodium result 117 mmol/l, repeated on secondary instrument 137 mmol/l (normal range 136 ¿ 145 mmol/l). No impact to patient management was reported.